Event description:
Ous MDR - after an implant period of approximately 62 months, it was reported that the ICD showed an error code upon interrogation during a routine follow up. The device indicated eos status. It was decided to replace the device. It has not been returned to biotronik yet.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, confirming the clinical observation. A number of 24 charging cycles was documented. The inspection of the ICD memory content confirmed a premature detection of the eos battery status on (B)(6) 2017. The current consumption of the device in the eos state was tested and was found to be normal. Therefore, the ICD was opened to examine the inner assembly. A visual inspection showed no anomalies. The battery voltage was measured revealing a depleted battery. In a next step, the electronic module was attached to an external power supply. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a further electrical analysis an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to the premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed. Based on this analysis it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation.